Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the issue occurred due to failure of the printed circuit board; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the lcd (liquid crystal display) monitor power suddenly turned off and on. It was noted that the power cord was changed, and the problem did not improve. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.